Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device passed the 30 joule self test. The clinician then had the device analyze a simulated ventricular fibrillation heart rhythm. The device advised shock to this rhythm, and then charged and delivered a 30 joule shock. The test was repeated several times, with the device delivering a 30 joule shock each time. The device then reverted to the correct and expected first shock energy level. The complainant indicated that there was no patient involvement in the reported malfunction.